Event description:
The nail broke at the distal screw hole and was removed. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results suggest the nail meets material spec. No material fault could be detected. The correct strength of material and features of the fracture surface suggest the nail broke due to material fatigue.